Event description:
Horizon clinical study #1047003 gm. It was reported that during the index procedure the pt had an acute closure of the left anterior descending (lad) artery. The pt presented with "acute mi with st elevation and chest pain." He was sent to the cath lab for pci of lad. There was "total proximal lad occlusion after bifurcating 1st diagonal, monderately diseased and calcified prox lad." The target lesion was a de novo 3.25mm vessel diameter, 4.0 length lesion. It was predilated with an angioplasty balloon at 16 atms. The first stent, a 3.0x32mm taxus express2 drug eluting stent (des) "was deployed just distal to diagonal with proximal stent edge dissection. Required 2nd proximal stent, " a 3.0x12mm taxus express2 (des) "which covered 1st diagonal. 1st diagonal closed-could not be wired (probable stent overlap." Post-dilated with an angioplasty balloon at 16 atms. "No hemodynamic instability from diagonal branch closure. Remainder of hospital course was unevenful and pt discharged 4 days later." The physician indicated the relationship to the device was possible.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.